Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Pump supplies were changed multiple times to address the issue. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 180 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose level was 240 mg/dl.